Manufacturer narrative:
The pump was received with a constant blank flashing white light on the display and a constant beeping due to a vertical cracked lcd controller. The pump was received with a scratched case, a pillowing keypad overlay, keypad overlay texture damage and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump fell, causing damage to insulin pump. Display screen was black and white and pump had a constant tone. Customer's blood glucose was unknown. Insulin pump would be replaced.